Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm located in ophthalmic artery, this coil detached during the procedure. A new device was used to complete the treatment successfully. There was no known impact or injury to patient.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. The coil was still attached to the pushwire and the tip was observed to be stretched after pushing out of the sheath. As the device was received in a contradictory condition to the original reported event, follow up was conducted to verify the reported event. Additional information was received confirming that there was no premature coil detachment. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received that there was no premature coil detachment during the procedure.